Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not displaying hydroxychloroquine tablets. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the hydroxychloroquine tablets not showing. A technical support specialist connected with the customer; customer don't have any active samples of hydroxychloroquine tablets as the patients have already been discharged. The system functioned as intended after the technical support specialist investigate the device.